Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be performed. The serial number of the device was unknown. As a result, the service history review and/or device history review were not performed as part of the investigation. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performs pd therapy with a homechoice (hc) device, experienced a hernia. The cause of the hernia was unknown. It was unknown if the hernia was pre-existing to starting pd therapy or whether the hernia worsened with pd therapy. The location of the hernia was left lower abdomen /scrotal area. Fourteen days after the receipt of this report, the patient underwent outpatient surgery for hernia repair. At the time of this report, the patient was recovering from the hernia event and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.